Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical spine fusion at c4-5 using rhbmp-2/acs on (B)(6) 2009. In or around 2009, patient was diagnosed with an inflammatory reaction to infuse, osteolysis, chronic pain, radicular pain, nerve damage, difficulty breathing and difficulty swallowing. Patient has never recovered from her surgery involving infuse, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of neck pain and right upper extremity pain due to right c4-5 herniated nuclear pulposus. The patient underwent following operative procedures: anterior cervical discectomy and fusion at c4-5 with the use of 9mm cage and a small amount of rhbmp-2 and a 25 mm plate and four 14 mm screws and intraoperative socp monitoring. Per op-notes, "the disk space was measured and a small amount of rhbmp-2 was placed into the disc space and checked with a blunt nerve hook."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.